Manufacturer narrative:
Externalized conductors due to internal and external insulation abrasions were found proximal to the rv shock coil. Internal insulation abrasions were found under the rv and svc shock coils at 3.5-6.0cm and 20.7-21.0cm from the tip. The etfe coating was abraded at both locations. The damage found could cause the reported noise and inappropriate shocks.

Event description:
It was reported that during a follow up, vf episode was noted due to noise. The patient received inappropriate shock. The lead was explanted.

Manufacturer narrative:
(B)(4). Device evaluation anticipated but not yet begun.